Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited poor sensing. Programming changes were ineffective in resolving the sensing issue. Fluoroscopy revealed scarring at the lead insertion site and for this reason the physician opted to not attempt lead repositioning to prevent tissue damage. The rv lead was capped and replaced successfully during routine device change out procedure. Patient remained asymptomatic throughout the procedure.